Event description:
It was reported during implant both the right and left leads migrated 3 mm and 1.5 mm, respectively, caudally when the micro drive was removed despite the jaws of the inner clip of the burr hole being closed. The surgeon was able to fix the position and placed the cap on the base ring for the right lead. For the left lead the surgeon made several attempts before returning the lead to the correct position and placing the cap on the base ring. It was noted the failure of the inner clip of both caps caused a delay of 5-10 minutes per side. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID; 924256, lot# 082205613a, implanted: (B)(6) 2013, product type: accessory. Product ID: 924256, lot# 082234812a, implanted: (B)(6) 2013. Product type: accessory. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).